Event description:
It was reported that the shear wasn't working properly and the tissue effect was poor during an unknown case. The shear was swapped with another shear and the case was completed with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.